Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the sensor had fallen off without patient's knowledge and therefore the cgm did not alert when the blood sugar fell below 100 mg/dl. Patient reports having hypoglycemia unawareness and therefore relies on cgm to alert when bg falls below 100mg/dl. Blood glucose went as low as 23 mg/dl, paramedics were called, and a glucagon injection was given. This sensor issue is not reportable because the alleged product issue is not likely to cause an adverse event as the sensor has no affect on insulin delivery. Per the manufacturer, it is the patient's responsibility to make sure the sensor stays adhered to their skin. The user is also instructed not to solely use cgm technology when making dosing decisions with the pump. This complaint is being reported as the patient experienced hypoglycemia subsequent to the user error of not ensuring the sensor was attached.